Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35235355 presented no issues during the manufacturing process that can be related to the reported event. One picture of a seemingly dgw.035 fc str ss 150cm ptfe was received for analysis attached to this complaint case-(B)(4). The actual device was not received for analysis. Per picture analysis, the coil wire is observed unraveled/stretched. No other anomalies were observed. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during a procedure for the replacement of a biliary catheter, where no difficulties were encountered, the emerald diagnostic guidewire¿s teflon component got broken and it frayed in the patient leaving the product core bare. There were no injuries for the patient reported. The surgeon used another unknown guide to complete the procedure. Images are available for review.

Manufacturer narrative:
After further review of additional information received the following sections concomitant medical products, PMA/510k, type of reportable event, if follow-up, what type, and adverse event problem have been updated accordingly. During a procedure for the replacement of a biliary catheter, where no difficulties were encountered, the emerald diagnostic guidewire¿s teflon component got broken and it frayed in the patient leaving the product core bare. There were no injuries for the patient reported. The surgeon used another unknown guide to complete the procedure. Images are available for review. Previously, a picture of a seemingly dgw.035 fc str ss 150cm ptfe was received for analysis. The actual device was not received for analysis at that time. However, picture analysis was performed, and the complaint reported by the customer as ¿exposed braidwire/corewire¿ was confirmed per the picture visual analysis at that time. Nonetheless, the cause of the coil wire condition reported by the customer could not be conclusively determined based on the sole information provided by the picture¿s visual analysis review. Recently, the non-sterile dgw.035 fc str ss 150cm ptfe endovascular wire was received for analysis coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, the braidwire/corewire was fractured-separated and coil wire unraveled-stretched. No other issues were found. Per microscopic analysis the guidewire malfunction was confirmed as ¿exposed braidwire/corewire¿ and ¿guidewire-unraveled/stretched.¿ it seems as if the guidewire was stretched and forcibly pulled at the distal tip leading the core wire to fracture/separate. No other issues were found. Per sem analysis the separated area of the guidewire (dgw .035 fc str ss 150 cm ptfe) presented evidence of plastic deformation resulting in diameter reduction and tension marks on the guidewire body. Plastic deformations resulting in a diameter reduction and tension marks are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the guidewire material yield strength prior to the separation. No other anomalies were observed during sem analysis. A product history record (phr) review of lot 35235355 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events by the customer as ¿guidewire-exposed braidwire/corewire - in patient¿ and ¿guidewire-unraveled/stretched - in patient¿ were confirmed and additionally, "guidewire-fractured-separated" was confirmed due to the braidwire/corewire fractured-separated and coil wire unraveled-stretched condition of the guidewire as received. However, the cause of the braidwire/core wire fractured-separated and coil wire unraveled-stretched conditions on the wire could not be conclusively determined during the analysis. The plastic deformation resulting in diameter reduction and tension marks on the separated area of the guidewire are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body shaft material was induced to a tensile force that exceeded the guidewire material yield strength prior to the separation. Additionally, the shipping/handling process and/or procedural factors may have contributed to the damaged conditions found on the guidewire as received. According to the instructions for use (IFU), which is not intended as a mitigation of risk, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. Stop the procedure. Do not move or torque the guidewire. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Movement of torque device or metal insertion tool on a guidewire's coating may compromise the integrity of the coating.¿ the phr review results and product analysis results do not suggest that this condition is related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time.